Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptoms inoperable keypad. Evaluation found all keys inoperable due to a stuck 2nd soft key caused by a failed input/output printed circuit board. The input/output printed circuit board was replaced. Baxter has initiated a CAPA to further investigate the issue.

Event description:
It was reported that a pump was an inoperable keypad. There was no reported pt involvement.